Event description:
It was reported that prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.